Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and insulin pump died without alerting to a low. The customer blood glucose level ranges from 40 mg/dl to 300 mg/dl. The customer reported that the insulin pump had scratch on the screen. The insulin pump will not be returned for analysis.